Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping. Technical services (ts) discussed that the s-ICD was exhibiting premature battery depletion (pbd) but the therapy delivery was currently unaffected. Additional information received indicates that this s-ICD was explanted and a new device of the same model was successfully implanted. No additional adverse patient effects were reported.